Event description:
Patient admitted to hospital with fever of unknown origin. Cxr revealed detachment of catheter from port and positioned in main and right pulmonary artery. Port was flushed by homecare the day prior without difficulty or pain.